Manufacturer narrative:
H.6. Investigation summary: "bd received one sample, and three (3) photos for evaluation. Evaluation of the photos and the return shows a yellowish edta clump in the tube. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue relating to additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode." The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on:  2023-06-14.

Event description:
It was reported that on a bd vacutainer® k3e 5.4mg plus blood collection tube a particle was detected inside the tube. Verbatim please be advised that for lot 2245747 of bd vacutainer k3e 5.4mg tubes (ref: 368857) a particle was detected inside a tube.

Event description:
It was reported that on a bd vacutainer® k3e 5.4mg plus blood collection tube a particle was detected inside the tube. Verbatim: please be advised that for lot 2245747 of bd vacutainer k3e 5.4mg tubes (ref: (B)(4)) a particle was detected inside a tube.

Manufacturer narrative:
B.3. Date of event is unknown, awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.